Event description:
The manufacturer was contacted in reference to a simplygo oxygen concentrator device. The patient alleges that on the way home, the patient began to smell an electrical burning odor. The patient alleges the smell was stronger and the device was smoking upon reaching home. The patient did not observe any flames and did not see evidence of melting, warping, or any voids in the device enclosure. Also, the power cord was not damaged. At the time of the event, the device was using battery power. There was no property damage beyond the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a simplygo oxygen concentrator device. The patient alleges that on the way home, the patient began to smell an electrical burning odor. The patient alleges the smell was stronger and the device was smoking upon reaching home. The patient did not observe any flames and did not see evidence of melting, warping, or any voids in the device enclosure. Also, the power cord was not damaged. At the time of the event, the device was using battery power. There was no property damage beyond the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: CAPA was previously initiated for similar incidents and is being monitored for any emerging trends.

Manufacturer narrative:
Device evaluation information was received on 10/24/2024, and section h10 should be reported as: the manufacturer was contacted in reference to a simplygo oxygen concentrator device. The patient alleges that on the way home, the patient began to smell an electrical burning odor. The patient alleges the smell was stronger and the device was smoking upon reaching home. The patient did not observe any flames and did not see evidence of melting, warping, or any voids in the device enclosure. Also, the power cord was not damaged. At the time of the event, the device was using battery power. There was no property damage beyond the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed plastic warping/carbon on unit enclosure. Unit forwarded to oxygen engineering (jh,) for engineering support into this allegation. And allegation was confirmed. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.